Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome. Although the patient expired on the impella 5.5 device and there was low pump flow and positioning issues, the impella cp related events cascaded and contributed more to the patient's outcome. The demise outcome is associated with the impella cp under manufacturer MDR report #1220648-2025-27411. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported the patient was on impella 5.5 support and there was placement signal issues. The optical sensor was damaged and not working appropriately intermittently. Support continued. Furthermore, there were suction alarms that occurred during support. The pump was repositioned. This issue reoccurred with patient coughing. Further details state that care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation of low pump flow and positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical details provided and the data log analysis, the root cause of the low pump flow is most likely due to improper positioning. Due to lack of clinical details of repositioning of the pump, the root cause of the positioning issues cannot be determined.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The data logs show that there are non-cyclical increases in the raw optical signal. During this time the signal-to-noise ratio (snr0 drops and contrast is variable while lamp is maxed out. There's no significant changes in gain or light. There are positioning alarms during this whole time period as well. Due to lack of clinical details regarding additional devices or the patient¿s condition as well as no product returned, the root cause of the optical signal issue cannot be definitely determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-29219. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated.